Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis and a valiant stent graft system were implanted in a patient for the endovascular treatment of a 7 cm thoracoabdominal aortic aneurysm. It was reported that the patient presented to the or with low blood pressure and hematocrit. A cta showed contrast leaking into the ruptured abdominal aortic aneurysm from a type iii separation endoleak between the 5cm overlap section between the bifurcated graft and the thoracic graft. The physician attempted to place a 46x42x150 valiant captivia stent graft but was unable to position the device where they wanted due to tortuosity of the external and common iliac arteries. The physician elected to convert the patient to open repair but the patient expired during the open procedure. The physician stated that during the remodeling of the aorta, the valiant stent graft pulled up, decreasing the amount of overlap with the bifurcated stent graft, creating a type iii separation endoleak and the cause of death was due to blood loss prior to the insertion of the 46x42x150 valiant stent graft and conversion. The reliant balloon did not cause or contribute to the blood loss or the patient death. No additional clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.